Event description:
Initial info was received from a physician via a sales rep on (B)(6) 2011: a (B)(6) female received two treatment sessions of poly-l-lactic acid (sculptra aesthetic) in the forehead area. Following the second treatment session, the pt developed visible nodules in the forehead area. The physician first attempted to massage the nodules in an attempt to make them less visible and then tried breaking the nodules apart by using a needle on them. The pt has not received any add'l sculptra aesthetic treatments. As on (B)(6) 2011, the nodules were still present. No further info was reported.